Event description:
It was reported that there was t-wave oversensing (twos) observed on the right ventricular (rv) lead. R waves had consistently been around 10mv until a couple of months ago when they dropped suddenly to 1-1.5mv. Yesterday there was no sensing when conducting a sensing test at a non programmable sensitivity of 1.2mv and the measured r wave on paper was around 1.5mv. Given the sudden drop in r wave amplitude, possibly due to the twos, and the potential for lead insulation breach, the physician is considering a lead replacement during the device change out procedure that is scheduled for next week. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).